Manufacturer narrative:
Age at time of event: over 21 years. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03437. It was reported that coil removal difficulties occurred. A transjugular intrahepatic portosystemic shunt (tips) procedure was being performed. The area of embolization in the liver was noted to be severely tortuous. Two 8mm x 20cm interlock -35 were selected for use. During the procedure, it was noted that when each of the coil s was at the point of the aneurysm, it was noted to be the incorrect size needed. When the coils were attempted to be retracted into the catheter, difficulties were encountered. The coils were removed using a snare. The procedure was completed with a different size coil. No patient complications were reported and the patient's status was okay.